Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat # 626-00-42e; lot # 22988752. Tridentii tritanium multi 52e; cat # 709-04-52e; lot # 97370201a. 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # frma2. 6.5mm low profile hex screw 60mm; cat # 7030-6560; lot # ual. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # u6fa. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # xkwa2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: as reported: "patient left hip revised due to infection. No other information available due to hospital policy." An mdm metal liner and adm/ mdm poly insert were revised.